Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse reprogrammed the nest pic for the e-100 and confirmed the e-100 was connected. Fse completed system verification without any issues. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the e-100 generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a back up integrated electrosurgical unit. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) and reported that the customer had informed her of e-100 errors during the procedure. She stated that the customer told her that the e-100 front panel was not lit and the system displayed a message indicating the e-100 was not available. Csr stated that the customer continued the procedure using the erbe vio generator. A field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.